Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a piece of white septum in the syringe. The cartridge was successfully loaded onto the pump. Customer's blood glucose level was 130 mg/dl.